Manufacturer narrative:
The customer initially reported the unit smoked and was melting. Additional information received, on (B)(6) 2019 indicated "the lamp would not ignite. It did not melt or smoke." However, investigation of the returned unit found the fan¿s broken cable caused the lamp base and lamp module to melt. The unit was repaired and sent back to the customer.

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. The reported complaint was confirmed from the evaluation. A visual inspection found customer applied labels. Functional testing and evaluation found that the broken fan's cable caused lamp base and lamp module to be melted. These defects are likely caused by improper handling/misuse. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure: inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Replace lamp and power supply to resolve the reported complaint. Device identifier: (B)(4).

Event description:
It was reported that improper installation of the mlx 300w xenon lightsource by the customer caused melting/ smoking of the unit. No patient injury reported.